Event description:
Boston scientific crm received information that this transvenous right ventricular (rv) lead was entirely removed from service, as a result of less than 200 ohms pace impedance measurement. There was no related device allegation. Although recommended, the physician elected not to test the shock lead portion integrity. Noise oversensing was also present and had been for some time. Most recently, the noise oversensing did result in inappropriate shock. There was no reported adverse patient effect associated with these clinical observations beyond the early surgical intervention.

Manufacturer narrative:
To date, information suggests that this rv lead was surgically abandoned. The related cardiac resynchronization therapy defibrillator (crt-d) was explanted for normal battery depletion at the time of the rv lead revision procedure. The investigation is considered closed at this time. If new information becomes available, this report will be further evaluated and updated.